Event description:
This patient presented to the emergency room with a heart rate of 35. Attempts to interrogate this device were unsuccessful. The last device evaluation this patient had was 03/02/04. It was assumed by the medical staff that this device has reached eos.

Manufacturer narrative:
During incoming inspection at room temperature the device is not stimulating anymore. There upon the pacemaker was opened and both the electronic module and the battery were analyzed separately. The circuit, when connected to a fresh battery, proved to be fully functional. There are no stimulation and/or sensing irregularities. There was no intermittent or permanent current consumption increase. The electronic module is completely in specification. The analysis of the battery showed that it was completely discharged but not defective. The expected service time for this pacemaker is 66 months to eri (elective replacement indication) with another 6 months of stimulation in eri mode until eos (end of service) (based on factory settings and 100% stimulation). However, this expected service time period depends on several parameters like pulse amplitude, pulse width, rate adaption and the lead impedance. The battery status eos (end of service) after 79 months of service is expected. Given in the complaint the last follow-up of the device has been performed in 2004. Obviously the switching of the pacemaker to eri happened expectedly within the time period of 2004 and the same month in 2006. After another period of 6 months the pacemaker reached eos as expected. In summary, this pacemaker did not show any sign of a material or manufacturing problem. The battery has been found depleted after 79 months of service. Depending on several parameters, a service time of 79 months to eos (end of service) lies within the expected range. The follow-up period of two and a half years is considered too long to monitor the pacemaker function, especially the battery status, particularly for a pacemaker that has exceeded the expected service time.